Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was missing the first paragraph of information reported on 2017-01-05 by the consumer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) is getting really warm inside, and they have a huge circle of pain around their battery site. The patient stated that it feels like sciatica pain going from their buttock down to their lower leg. They noted it is painful to the point that they don¿t want to turn their stimulation on, because that is when they experience their pain. The patient mentioned there are times when they are hobbling when they walk because the pain is so bad. The patient stated they had a fall that could be related to their issues. They noted the issues started occurring in (B)(6) 2016. The patient also stated that their ins heated up when they were in the turbines at the (B)(6), even though their stimulation was off. They mentioned it felt warm to the touch, and there was a tingling sharp pain. The patient noted that this also happened later in (B)(6) 2016, after their ins started giving them pain in the first place. Therefore, the patient doesn¿t think their ins heating up at the (B)(6) caused the previous prior pain issue based on the timeline of events. However, the patient stated that after the event at the hoover dam, the patient¿s ins pain got really bad. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain. Additional information was received from the health care provider that reported that the patient was seen in office on (B)(6) 2016 and met with a manufacturer representative to evaluate the device as an action/intervention taken to resolve the issues of the battery warming and experiencing pain at the battery site. The cause of the battery warming and the pain around the battery site remains unknown, and information regarding resolution to the event remains unavailable at this time. Additional information was received on 2017-01-24 reporting that nothing was done to resolve the issues of heating and pain around the battery site. It was reported that during the call the patient had the manual reviewed and been redirected to a manufacturer representative. The issue had not resolved. The last time that the patient charged by themselves it had become so hot that it felt like it was burning them. It was reported that the patient had been told that they were healing.

Event description:
Additional information was received from the health care provider that reported that the patient was seen in office on (B)(6) 2016 and met with a manufacturer representative to evaluate the device as an action/intervention taken to resolve the issues of the battery warming and experiencing pain at the battery site. The cause of the battery warming and the pain around the battery site remains unknown, and information regarding resolution to the event remains unavailable at this time.